Event description:
Customer called reporting issues with his insulin pump. Customer's blood glucose is 385 mg/dl. Customer just moved to the us a week ago from (B)(6). He said last night he was without insulin. His device was prompting him to prime the insulin pump. The device's alarm history showed an auto off alarm and a motor error from today. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.